Event description:
The healthcare professional (hcp) reported that the implantable neurostimulator (ins) was not working. No symptoms were reported. The patient was having surgery on (B)(6) for an amputation related procedure. It was reported that they had no idea what not working means. Relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.